Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: up1a.231005.007.g996usqsegya5 smartphone hardware: sm-g996u cgm sensor type: g6.

Event description:
It was reported the patient's blood glucose level rose to 392 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. It was also reported that the pod was leaking insulin. Treatment information was not provided.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. During fluid path testing, the fluid was able to travel the complete fluid path with no issues and no leaks were found. Therefore, no problems were found regarding both the reported bent/kinked and leaking during wear events.